Manufacturer narrative:
Na

Event description:
It was reported by a patient that he sat on the side of the stretcher (middle) in low height and it tilted over. Reportedly, the patient fell on the floor. A user-facility representative reported that the patient was an elderly man who already had problems with his back and legs. Allegedly, the patient required surgery which may have been partially due to the fall. The user-facility representative reported that they believe the patient missed the stretcher when he sat down. The stretcher was evaluated by the hospital and stryker field service, and no product problem was found. The user-facility representative said that he sat on the stretcher, as the patient described and the stretcher remained perfectly...